Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt like the ins had ¿stopped working¿. When asked what they meant, the patient stated that they had been going to the bathroom quite a bit and had utis. The patient first indicated that the uti issue started a couple of weeks ago but then later stated that it started in 2018. The patient met with their doctor 3 weeks ago to have the ins checked. When asked if the patient still felt like it was not working, they did not know how to answer (patient sound confused/overwhelmed). The patient stated that they thought they were ¿over¿ the utis. There were no further complications reported or anticipated.

Manufacturer narrative:
Based on additional information received, the patient code of (B)(4) no longer applies to the event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had a history of utis dating back to 2013. The cause of the utis were likely to be poor estrogen, age, and co-morbidities. The hcp indicated that the uti were not related to the patient¿s underlying urinary dysfunction nor related to the device/therapy. The hcp treated the utis when the patient¿s symptoms occurred. The issue was reported as resolved. There were no further complications reported or anticipated.